Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 days post-implant, it was reported that the patient experienced an increase in pump power with a simultaneous decrease in pulsatility index. Within a short amount of time the patient had hematuria, an increase in lactate dehydrogenase (ldh) levels and the pump power continued to increase with a decrease in pulsatility index. A ramp test was performed that indicated improper unloading of the left ventricle and that the heart was ejecting. Doppler examination was unable to confirm if there was flow from the outflow graft. A decision was made to exchange the pump due to suspected device thrombosis.

Manufacturer narrative:
The evaluation of the device confirmed the report of suspected pump thrombosis. Examination of the interior of the inlet tube and inflow graft revealed a thin biological lining that did not appear to be affecting blood flow through the conduit. Upon disassembly of the pump, examination of the distal side of the inlet stator revealed no deposition or thrombus formation. The rotor inlet was completely occluded with tissue-like deposition. Similar deposition was lightly adhered to the body of the rotor and around the outlet bearing ball, occluding the proximal side of the outlet stator. All of the observed deposition lacked laminated layering and did not appear to have originated in these locations within the pump; however, their specific origin cannot be determined. The portion of the deposition in contact with the inlet bearing ball appeared denatured indicating that the deposition was present during pump operation; however, a duration in which it was present in the pump could not be determined. The observed depositions would have contributed to the reported pump power elevations and hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions was performed and revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 3 days. The device was received for analysis. The evaluation is not complete. The event occurred at (B)(6). The patient remains on lvad support with the replacement pump. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.